Event description:
It was reported that a patient presented with right ventricular (rv) lead noise which resulted in inhibition of pacing therapy. No intervention was reported. No patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.